Event description:
A blood center reported that during a plateletpheresis procedure, the donor became pale and nauseated with the draw cycle, and the symptoms would subside with the return cycle. This procedure was not completed. The donor was placed in the trendelenburg position for a short period. Pt left the center in good condition. Pt will not be deferred from future donations.